Event description:
It was reported the patient in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator delivered non-sustained right ventricular oversensing alerts for post-paced t-wave oversensing. Programming changes were discussed, no changes or interventions were performed. The patient was in stable condition.